Manufacturer narrative:
(B)(4). G2: foreign: china. Visual examination of the provided picture identified the fractured screw. Product was not returned; further analysis cannot be made. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint can be confirmed via the provided picture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery, the screw broke. All pieces were retrieved. There was no known patient impact or consequences. Attempts have been made, and no further information could be provided.